Event description:
It was reported that during the procedure the 3.5x28mm xience xpedition stent delivery system (sds) was attempted to be deployed; however, failed. Once removed the unimplanted stent seemed to be stretched. An unspecified device was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. A visual and functional inspection were performed on the returned device. The reported activation failure including expansion failures was not confirmed. The reported material deformation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. Factors that may contribute to material deformation (bent and flared struts) include, but are not limited to, inadvertent mishandling during sheath/stylet removal or preparation, interaction with challenging anatomy, and/or interaction with accessory devices. Factors that may contribute to stent expansion failure include, but are not limited to, interaction with accessory devices, deployment technique, and/or anatomical characteristics. In this case, it is possible that the stent delivery system interacted with the lesion during advancement, resulting in the reported material deformation; however, this could not be confirmed. Additionally, a definitive cause for the reported activation failure could not be determined as the balloon inflated and the stent was deployed during return analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.